Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the devices confirmed t1 is free from the delivery needle. The actuator is in its pre t1 deployment position indicating t1 was dislodged from the needle during removal from the paper carrier.

Event description:
It was reported that when the package was opened the implant was found already deployed. There was no backup available and it is unknown if the procedure was successfully completed; nevertheless, there was no patient injury nor delay reported.